Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto mode switching caused by atrial lead noise was observed. The noise was not reproducible in clinic. Patient was asymptomatic and was continued to be monitored. The lead was capped and replaced on (B)(6) 2017 during device change-out procedure. The patient remained stable throughout and will continue to be monitored.